Manufacturer narrative:
Service was not dispatched for this event. A replacement was sent to the customer. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a loose 4c cell control vial cap. While tightening the vial cap, the tube fell and broke. The customer was wearing personal protective equipment (ppe). No death or injury and no exposure to open lesions or mucous membranes. The instrument associated with this event is coulter act differential 2 analyzer.